Manufacturer narrative:
Records indicate this system remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) had experienced a syncopal episode and was unresponsive. Emergency medical service administered cardiopulmonary resuscitation (CPR) and was able to rescue the patient with external shocks. The device was interrogated and no stored episodes were found. It was noted the patient was in a slow ventricular tachycardia (vt) at 95 beats per minute which was unable to be converted with manual anti-tachycardia pacing (atp) but ultimately was converted with a 21 joule shock. Pacing threshold measurements were noted to have increased since the previous follow-up and outputs were reprogrammed. No additional adverse patient effects were reported.